Event description:
(B)(6) was experienced repeated close calls related to the function of the hill rom excel bariatric beds. We rent both the excel air loss mattress and the excel foam mattress. In order to fit the bed into our bariatric rooms, we must deflate the mattress and collapse the edges of the bed deck, which makes the bed narrower. When setting up the bed, the mattress can be re-inflated without extending the bed deck. This presents a fall risk when a pt is getting in or out of bed and there is no deck underneath the edge of the mattress. We recommend engineering the beds so that the bed deck must be extended before the mattress can be inflated.